Event description:
Healthcare professional reported an unknown side " palpable implant abnormality that appears to be an intra-implant rupture on us (the deepest shell layer seems to have delaminated." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, delamination.